Event description:
Medtronic received a report that the rebar microcatheter experienced resistance. The patient was undergoing treatment for thrombectomy in the left internal carotid artery. The access vessel was the femoral artery with a 6 mm diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that after preoperative preparation, the rebar18 was successfully selected to the target position, and a solitaire was delivered. However, the stent could not pass through the microcatheter, and multiple attempts were unsuccessful. To ensure surgical safety and optimal timing for recanalization, everything was withdrawn and a new microcatheter was used instead. The original stent was able to pass smoothly, and the procedure was completed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed per the IFU. No patient symptoms or complications were associated with this event. Additional information was received stating that the cause of the event was not determined. Additional information was received stating that there was no kink or damage on the catheter and pushwire of the solitaire. The tip of the solitaire sheath was secured into the hub of the microcatheter. Ancillary devices include a solitaire sfr-4-20 stent.

Manufacturer narrative:
This event was previously reported in manufacturer report # 2029214-2025-02111. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.